Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to other ventricular fibrillation (vf) with failed ICD shock. Subsequently, a new rv lead was implanted. No additional patient adverse effects were reported.